Event description:
It was reported that high voltage lead impedance out of range on the svc to can vector was observed. The device was recommended re-programming changes. The lead will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.